Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion and excessive no delivery tests. Unable to complete prime test due to faulty force sensor resistor. The motor was tested outside the device and passed testing. The insulin pump was received minor scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is 167 mg/dl. The insulin pump will be replaced. Nothing further reported.